Event description:
Shortly after having a MRI procedure, the patient reported communication issues between the implant and external equipment. An advanced bionics representative performed device evaluation. A problem was confirmed. Explant surgery has been recommended.